Manufacturer narrative:
MFR. Report # 1525712-2013-02437. This is a non reportable event. The product is a tool used by the dealership to change tires on the wheelchairs, not a medical device.

Event description:
Lever bars are snapping on ends when dealer is using them to install tires.(B)(4) returned call, advised that the lever bars are a tool used to attach the heavy pynematic tires to the rims. Says they are (B)(6) a piece and he broke 4 on a single tire. States no injuries, and nothing wrong with the tire/rim/whe.